Event description:
Information was received that while a smiths medical cadd administration set was in use, patients returned with pump showing zero residual volume; yet over 50 cc still remained. The pump was programmed at 20.8 cc/hr to deliver etoposide, doxorubicin, vincristine for a total volume of 500 cc over 24 hours for five days in a row. Patient two returned with 50 cc remaining of 500 cc over 24/hr. The pump was programed to deliver 23 cc/hr/24 hr with total volume of 550 cc with patient returning with chemo medication in pump for five consecutive days during treatment.